Event description:
During a device check rv sensing was low and rv threshold were elevated. A review of the x-ray from a recent ER visit showed this lead had dislodged. There is no indication of a revision at this time.